Event description:
It was reported that when hammering the anchor, the first ridge of the anchor body broke. It was further reported that this happened four times within the same pt. Further, a pre-hole was drilled and one anchor broke. During the pre-drilling it was very difficult to insert. Further, it was stated that the bone quality of the pt was good.

Manufacturer narrative:
A quantity of four units were implicated in this event. A separate medwatch report will be issued for each individual unit. Please refer to medwatch report number 2936485-2012-00444 for unit #1 and report number 2936485-2012-00445 for unit #2. Additional information will be provided once the investigation has been completed.